Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a belt slip error occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly. An "underspeed" and "beltslip" error message appeared on the pump display only when the pump occlusion was adjusted to 70 clicks past optimal occlusion.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on january 16, 2018, the perfusionist had a belt slip error appear on the local display of the roller pump on the heart lung machine (hlm). A belt slip error could be caused by an over occlusion of the roller pump. It is not know how the team mitigated the problem, nor in which pump location the roller pump was located. To date the information available is that the roller pump was changed out. This belt slip error did not cause a delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018 from the pump log: 01:12:19 the pump is started. 01:12:22 the pump reports "underspeed (head < demand = 1)". 01:12:24 the pump reports "belt slip jam status - true". This causes the pump to stop and report a belt slip as reported. This can occur in pump version (B)(4) if the pump was over occluded. The returned roller pump exhibited signs that over occlusion had occurred. The service repair technician (srt) replaced the drive belt as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.